Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, d6b., g3, g6, h2. H11: corrected data: b2, e1 (contact), h6 (health effect - impact code).

Event description:
It was reported and learned through investigation that a 21mm 3300tfx aortic valve was explanted after an implant duration of 9 years, 5 months due to degeneration, severe stenosis, and fibrosis. The explanted device was replaced with a 23mm 11500a valve. Per medical records, the patient presented with symptoms of heart failure. Tee and heart catheterization demonstrated degenerative aortic valve with severe stenosis (mean gradient of 41 mmhg, ava 0.66cm). The physician noted that the patient is not a good candidate and with a high risk for emergent savr or tavr due to low coronary ostium which will need a small caliber valve. The patient was advised to obtain a second surgical opinion and tertiary center evaluation by either to go with valve in valve with coronary protection or a redo surgical valve replacement with potential root enlargement and reimplantation. Per operative report, the patient underwent redo avr with laa -atriclip. Intraoperatively, the aortic valve leaflets were found thickened and sclerotic, and the valve was excised. A 23mm 11500a valve was implanted with mattress sutures and good seating was noted. Post procedure tee showed well-functioning valve with no pvl. The patient was taken to the cv-ICU in stable condition and discharged on pod #5.

Manufacturer narrative:
H3: evaluation summary: customer reports of degeneration, stenosis, and fibrosis were confirmed. Xray demonstrated commissure 1 was bent outward, heavy calcification on leaflets 1 and 3, and moderate calcification on leaflet 2. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the inflow aspect and 3mm on leaflet 2 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut around commissure 1 and a suture thread remained attached to the sewing ring around leaflet 2. H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6 (type of investigation). H11: corrected data h6 (device code).

Event description:
It was reported and learned through investigation that a 21mm 3300tfx aortic valve was explanted after an implant duration of 9 years, 5 months due to heavy calcification, moderate pannus, and degeneration. The explanted device was replaced with a 23mm 11500a valve. Per medical records, the patient presented with symptoms of heart failure. Tee and heart catheterization demonstrated degenerative aortic valve with severe stenosis (mean gradient of 41 mmhg, ava 0.66cm). The physician noted that the patient is not a good candidate and with a high risk for emergent savr or tavr due to low coronary ostium which will need a small caliber valve. The patient was advised to obtain a second surgical opinion and tertiary center evaluation by either to go with valve in valve with coronary protection or a redo surgical valve replacement with potential root enlargement and reimplantation. Per operative report, the patient underwent redo avr with laa -atriclip. Intraoperatively, the aortic valve leaflets were found thickened and sclerotic, and the valve was excised. A 23mm 11500a valve was implanted with mattress sutures and good seating was noted. Post procedure tee showed well-functioning valve with no pvl. The patient was taken to the cv-ICU in stable condition and discharged on pod #5. Per pathology report, gross exam: explanted aortic valve, there were calcified tissue fragments with suture material.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3300tfx aortic valve has been placed under evaluation for a valve-in-valve procedure after an implant duration of 9 years, 1 month due to stenosis.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6 (health effect - clinical code, type of investigation). H11: corrected data: h6 (device code).

Event description:
It was reported, learned through investigation and medical records, that a patient with a 21mm 3300tfx aortic valve is under evaluation for a valve-in-valve after implanted duration of 9 years, 1 month due to aortic valve degeneration, severe stenosis and fibrosis. The patient presented with class nyha iii/IV symptoms, dyspnea on exertion and fatigue. Per medical records, the patient presented with symptoms of heart failure. Tee and heart catheterization demonstrated degenerative aortic valve with severe stenosis (mean gradient of 41 mmhg, ava 0.66cm). The physician noted that the patient is not a good candidate and with a high risk for emergent savr or tavr due to low coronary ostium which will need a small caliber valve. The patient was advised to obtain a second surgical opinion and tertiary center evaluation by either to go with valve in valve with coronary protection or a redo surgical valve replacement with potential root enlargement and reimplantation.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions). Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not suspected or confirmed through investigation, no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error.